Manufacturer narrative:
Correction to field d4: model number.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. It was also mentioned that the patient has now had two inappropriate shocks for t-wave oversensing in total. Programming changes were made after the first inappropriate shock and further advise was requested to technical services (ts). Ts reviewed the device data and discussed to review all sensing vectors with several postures and elevated heart rate to determine the best suitable sensing vector. No additional adverse patient effects were reported. The s-ICD system remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. It was also mentioned that the patient has now had two inappropriate shocks for t-wave oversensing in total. Programming changes were made after the first inappropriate shock and further advise was requested to technical services (ts). Ts reviewed the device data and discussed to review all sensing vectors with several postures and elevated heart rate to determine the best suitable sensing vector. No additional adverse patient effects were reported. The s-ICD system remains in service.